Manufacturer narrative:
(B)(4). A review of the device history record and service history record revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The device was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) was feeling discomfort on the homechoice (hc) during dwell six of six, while the hp was connected. As a result, the hp wanted to bypass the dwell cycle. The technical service representative (tsr) helped the hp to bypass to drain six of six. The hp's largest prescribed fill volume was 1700 ml. The hp drained 3136 ml. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was requested but has not been received. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.